Manufacturer narrative:
Investigation: it was performed the DHR, there wasn¿t quality notification found related with this failure and not maintenance record about were found. Pictures of the product complaint were sent by the customer, with it was possible performing an investigation, confirming the defect and determine the probable root cause of this failure. The molding defective, according picture sent by the customer, occurred due to one temperature variation in the mold tool. When the cooling of mold tool fails, flash occurs because the material can escape by gap that the mold has.

Event description:
It was reported that during use of the needle precisionglide 18x1-1/2in had molding defects resembling spikes. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: needles 1.20x40mm (18g x 1 1/2 ") are coming with plastic spicules that resemble spikes and even hurt us in their manipulation.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the needle precisionglide 18x1-1/2in had molding defects resembling spikes. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: needles 1.20x40mm (18g x 1 1/2 ") are coming with plastic spicules that resemble spikes and even hurt us in their manipulation.